Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One (1) used decontaminated sample outside its original package was received. Per functional testing, product leaked from the bonding union between tube. The complaint was confirmed. Microscopic visual inspection observed the root cause to be lack of solvent between the union of subassemblies. A device history record (DHR) review could not be performed as the lot number was unknown. Awareness was given to personnel who perform the assembly process.

Event description:
It was reported that during use the device was leaking "distal to filter". Adverse patient effects are unknown.

Manufacturer narrative:
Other text: b3: date of event, d4: lot number, expiration date, e1: address and phone and h4: device manufacture date is unknown, no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.